Event description:
It was reported that before a breast biopsy, it was noticed the cables are damaged and cracking. Multiple blue and green error codes were reported. There have been no interruptions in the breast biopsy. There have been no patient consequences reported.

Manufacturer narrative:
The analysis site confirmed the customer complaint and found that the unit displayed green cable errors, the port shaft was bent and both the blue and green cables were worn. To correct this the analysis site replaced the blue and green cables and the port shaft. The unit was serviced, repaired and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.